Event description:
Unomedical reference number (B)(4). Event occurred in italy it was reported that patient faced three infusion set fell off events during use on between (B)(6) 2024. The set was in use for few hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1876000 - MDR 3003442380-2024-04973 - device 1 of 3